Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection revealed an unknown contamination on the main board. The contamination is located behind components u16 and u14 of the main board. A review of the event trace revealed that all event dates were set to (B)(6) 2000. Further review of the event trace revealed multiple ¿ln vent1¿ alarm conditions. Bench testing of the main board component bt1 also revealed that the voltage at bt1 was reading 3.34v. The date and time was reprogrammed and the ventilator then stored the date and time properly. It is recommended that the main board be replaced as a precaution.

Event description:
It was reported that the ventilator was alarming sram and rom crc, shut down, and would not turn back on. The event occurred during a transport within the hospital by the respiratory technician. No patient harm reported.